Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning occurred due to low impedance on the right atrial (ra) lead. It was also noted that there was oversensing on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.